Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as the left cylinder had a hole. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as the left cylinder had a hole. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found upon inspection. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The ms pump was functionally tested and did not pass the activation test (2 and 3). The identified pump activation issue could affect the functionality of the device. The ams 700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak/pressure tested and examined using a microscope. The cylinder was leak tested and a leak was found close to the proximal end; broken fabric threads was found on the bonding of the rear tip. Product analysis confirmed the reported event.